Manufacturer narrative:
Insulin received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked lcd window, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, and broken battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error after the customer had jumped into a lake with the device on. The blood glucose reading was 190 mg/dl. The customer also observed water under the screen. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.